Event description:
The customer reported the unit is giving a low flow while on a patient. The customer reported that there was no patient harm. The manufacturer's service technician confirmed the reported problem when running the unit in ventilation mode. The service technician reported during evaluation of the device he found in the diagnostic log an svo error code. The service technician open the device and re-routed the tubing and retested the vent with passing result. No part was replaced. Kinked tubing could result in a sustained safety valve open occurrence during use. When the safety valve remains open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display.

Manufacturer narrative:
Internal pressure tubings repositioned.